Event description:
It was reported that the generator would not avtivate on min or max during the case. The footswitch cable had exposed wires on the connection to the footswitch. When the footswitch cable was wiggled, the generaor was able to be activated. The customer used a second footswitch cable to finish the case with no consequence. The customer did not know what type of case was being performed.